Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced with dry eye with 3-4+ k sicca and was on calcineurin inhibitor immunosuppressant but complained about stinging, +0.50d hyperopic shift, reading aspect was not working for him. He cannot tell where the toric lens axis was sitting because he won¿t dilate big enough to see the lens markings. Lens was maybe 0.25mm misaligned with his pupil center. Additional information has been requested.